Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault (xdcr fault) during initial setup. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: the customer's reported complaint was confirmed through the event log and duplicated during the functional check by vyaire's failure analysis lab. The result of the investigation proved the transducer failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56, if additional information becomes available.